Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy procedure, the eyelet tip of the healicoil anchor broke off as the sutures were passing through. Only two tapes were passed through and it came off very easily. The procedure was completed with a non significant surgical delay using a smith and nephew back-up device. No patient complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned with original packaging. The proximal body is intact on the device. The distal tip and anchor plug is detached from device. The anchor plug was found inside the distal tip. There are no broken parts, the anchor plug, and distal tip were reattached with no issues. No physical damage is visible to the device. A functional evaluation of the returned device found that mechanical portion of the device does work. Device passed all functional tests. Based on the condition of the product material found during visual inspection no fracture of the implant could be confirmed. Additional material testing is not required. It was determined the device did not contribute to the reported event. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found there are requirements for conformance and a certificate of material analysis is required. No containment or corrective actions are recommended at this time.